Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set was accidentally pulled out on (B)(6) 2026. No further information available.